Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple failed battery tests and no delivery alarms. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received an additional no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm, failed battery test alarm, weak battery alarm, bad battery alarm, battery out limit alarm, empty battery alarm or low reservoir alarm anomaly noted. The battery icons functioned properly. Intermittent button response due to flattened button dome switch. No unlock on lcd keypad connector noted. The insulin pump received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.